Manufacturer narrative:
(B)(4). The g5 system is associated with product code (B)(4). Product code (B)(4) is not currently available in field d.2b.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform exterior visual inspection and unit passed. Perform pairing test with nordic bluetooth device and unit passed. Perform share data review and customer complaint confirmed via the data. The reported event of loss of connection was confirmed. The root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available.